Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The customer was advised the patient should be seen by a doctor and the was provided with the binaxnow covid-19 ag card safety data shee

Event description:
The customer reported a nursing home patient accidently used binax now covid-19 ag test extraction reagent in the eye. The customer reported that the nursing home contacted their pharmacy to report the issue. Although requested, no further information has been provided.